Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in(B)(4) reported that the power cord of a mr850 respiratory humidifier was damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in california where it was inspected by a trained f&p service technician. The device was then disposed of. Our investigation is based on the information provided by the f&p service technician. Results: visual inspection revealed that the power cord insulation was damaged, but with no exposed copper wires. Conclusion: we are unable to determine what caused the observed damage. During production the electrical connections of the earth wires on all (B)(4) units are (B)(4) tested for electrical continuity. Any product that fails is rejected. All (B)(4) units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The (B)(4) product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the (B)(4) heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The (B)(4) respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A healthcare facility in detroit reported that the power cord of a mr850 respiratory humidifier was damaged. There was no patient involvement.